Manufacturer narrative:
Visual evaluation: visual analysis of the photographs identified device is seen ruptured. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side rupture. Confirmed by healthcare professional. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported an unknown side rupture. Device has been explanted.